Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped an ilet pump resulting in a cracked display screen while the pump remained functional and blood glucose was unaffected; a replacement device was arranged and the user was instructed on shutdown, data syncing, return logistics, and that startup on the replacement would be required. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no hospitalization. Investigation included review of the complaint, assessment of device function as reported by the user, and coordination for device return. Investigation of this device revealed physical damage to the display component due to accidental drop, with no malfunction of pumping or control functions observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.